Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service. Additional information indicates that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. There were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.